Event description:
Customer reported the having trouble filling the reservoir to hold the 1000 units. Customer was advised of proper way to fill the reservoir. Customer also mentioned the insulin pump alarmed no delivery in the past when the nurse was helping her. Customer's blood glucose was 12 mg/dl. Alarm and possible causes were explained to the customer. The alarm was resolved with a complete set change. Customer was unable to troubleshoot during call. Customer was advised to call when issue occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.